Manufacturer narrative:
The reported field event of rapid battery depletion from eri to eos was confirmed in the laboratory. Based on device settings, a longevity calculation was performed and the overall longevity was found to be within expected limits, however the interval from eri to eos was shorter than expected. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the rapid battery depletion from eri to eos could not be determined.

Event description:
It was reported that the device with a short eri to eol margin was observed. The device reached eol one month after reaching eri. The device was explanted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.